Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They met with a manufacturer representative (rep) and the device was ok for now. The inadequate pain relief had not been resolved and no further steps were expected to be taken.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she needs her patient programmer replaced. It has been acting weird for several weeks. Patient sometimes gets some weird message. Patient did not know the exact messages. Pt reports yesterday and today it shows ins is at 100%. Pt says she charges every day. She did her morning walk and checked again and ins charge level is still at 100%. Pt also reports yesterday and today it says stim is off. Patient services (pss) reviewed if stim was off it would explain why ins did not deplete. Pt then says she thinks her ins is empty because she has not been able to charge it. Pss had pt use the controller on the call, pt got her normal charging screen with excellent charging quality. Ins and ptm are at 100%. Pss assisted pt turning the ins on. Pt then says it goes from excellent to good and back to excellent and she is not moving. Reviewed it is normal. It appears everything is working as intended. Reviewed to write down the screen #s if any more messages come up and call ps back. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause was not determined and the issue was happening again and continued to happen. The patient had done some troubleshooting with a manufacturer representative and worked with it until she gets it ¿on the right page¿ and charging.

Event description:
Additional information received from the consumer. The reported having the same issues with the controller acting weird and staying at 100% after 24 hours of stimulation. They reset the controller, and the controller and ins batteries said 100%. They confirmed that the ins was on. They were using 30% in a 24 hour period. They were not getting adequate pain relief. They were redirected to their healthcare provider (hcp) to meet with a representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.